Event description:
It was reported that the customer was hospitalized due to low blood glucose of 42mg/dl. It was stated that the customer was sick and had a diarrhea for the past few days while vacationing, which caused her glucose level to drop. The customer stated that she has been sick and was not eating. The customer's most recent glucose reading was 315mg/dl, and she was treated with insulin because the customer was disconnected from the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.